Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up and the right atrial lead exhibited high impedance measurements which triggered the patient alert. On (B)(6) 2016 the lead was successfully explanted and replaced. The patient was in stable and doing well post surgery.